Event description:
On (B)(6) , 2025, a patient prepped for a dialysis catheter placement procedure using the hemosplit hemodialysis catheter. Prior to the procedure, during preparation, leakage was discovered in the components. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although physical device was returned for evaluation, one photo and one video were provided for the review. The video shows the complete view of introducer needle attached to the liquid filled syringe. Physician was infusing the fluid through the needle by closing the needle tip. Leak was noted from the needle hub while infusing. However, crack/break was not clearly visible in the video. The photo shows unsealed product tray containing various kit components and several other surgical instruments arranged in a steel tray. The tray appears to have visible blood stains. Therefore, the investigation is confirmed for the reported needle leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the hemosplit hemodialysis catheter. Prior to the procedure, during preparation, leakage was discovered in the components. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.